Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
It was reported that the patient had inappropriate shocks. The pulse generator and the electrode were explanted. There were no known additional adverse patient effects.